Event description:
The left breast implant was inserted 15 years ago in 1979. Because of a capsular contracture and an irregularity suggestive of an implant rupture, the pt requested its removal. She was also influenced by the media coverage, both local and national, on silicone breast implants.